Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion and low blood pressure. The catheter was in the right superior pulmonary vein (rspv) at the time and the effusion was noticed on intracardiac echocardiography (ice). Pericardiocentesis was performed to resolve the complications. The procedure was completed successfully and the patient is expected to make a full recovery. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.